Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 12/17/2018, belt - (B)(4) - 07/30/2009.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced a defibrillation event consisting of three appropriate shock and one inappropriate shock. At 03:07:02 and 03:33:47 on (B)(6) 2020, the patient received two appropriate shocks during ventricular fibrillation (vf). Both times the patient's arrhythmia was converted to idioventricular rhythm. At 03:34:14, the patient received an inappropriate shock. The patient's rhythm at the time of the treatment delivery was idioventricular rhythm at 25 bpm and the patient's post-shock rhythm was idioventricular rhythm at 40 bpm with preventricular contractions that transitions to atrial fibrillation (af). Oversensing of low-amplitude cardiac signal contributed to the false detection. At 04:20:48 the patient received another appropriate shock during vf. The patient's post-shock rhythm was af at 30 bpm with preventricular contractions. Af is a non-treatable rhythm. The patient subsequently passed away at approximately 04:30:00. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's death.